Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that he applied torque on the catheter unlike his usual practice and tip breakage was attributed to that torsion. The patient had been discharged already without any sequelae. The returned catheter had its tip broke off. The inner braids were exposed at the breakage surface. Scratch marks which were assumed to be made by contact with the calcium were observed on the shaft. The inner jacket was torn by the pulling force. The catheter lumen was narrowed down. The returned tip fragment was observed under a microscope. It revealed that several linear scratch marks made by the calcium were observed on the distal surface of the tip fragment. The distal segment of the tip fragment showed that it was constricted by the calcium. At the proximal side of the tip fragment, tip diameter was getting smaller which can be typically seen on the fracture due to tensile force. The above findings suggested that the tip was fractured at approximately 5mm from the distal end where the border between the tip and shaft lies. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was concluded that rotational force exceeding the product design limit might be applied to the catheter while the catheter tip had been trapped by the heavily calcified lesion. The excess torsion led the tip to be twisted and eventually broken off. There was no indication of product deficiency. Since the tip was damaged severely, a possibility of the tip fragment remaining in the patient could not be ruled out. The IFU states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
A 0.014 inch guidewire was used under a support of the subject catheter, but the guidewire failed to cross the lesion. Another 0.014 inch guidewire was advanced with difficulty and this time it was able to cross. An ivus catheter failed to cross the lesion so that the ivus catheter was re-advanced after inflation by a balloon catheter. Because calcification was severe, the physician decided to use a rotablator. To exchange the guidewire, the subject catheter was delivered but could not cross the lesion. The physician rotated the catheter several time to make it cross, when the catheter tip got trapped by the calcium and broke off. Another guidewire was advanced parallel to the guidewire that already in place, a balloon was inflated, and a 4 fr. Guide catheter was advanced to overlay the separated tip and removed with the guidewire. After retrieving the tip fragment, the procedure was resumed and the blood flow was reestablished with stent deployment.